Event description:
Customer reported the insulin pump was cracked along the battery compartment and the battery cap was stripped. Customer's blood glucose was unk. Customer stated the damage occurred because of normal wear and tear from twisting the battery cap on the device. Customer was advised to discontinue use of the device and revert to back up plan. Blank display troubleshooting would lead to physical damage. No further info reported.

Manufacturer narrative:
The insulin pump was received with battery cap damage due to stripped coin slot. The device was received broken battery cap. The device was received with minor scratched display window, broken battery tube threads, and reservoir tube tip.